Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Dr. Reports patient who had a revision hip on (B)(6) 2024 now has a prosthetic fracture which needs to be revised to a long stem. Dr proceeded to remove the stem. Reduced the fracture then cable and re-implant a restoration modular 195 stem. Once satisfied with stability of the leg length, the final head was impacted. The hip was reduced surgery was performed without incident. There is no further information due to secure records.